Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, the messages were not crossing over to server. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, the messages were not crossing over to server. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 07-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that the system messages were not received from epic. A technical support specialist (tss) connected to the carefusion coordination engine (cce) and restarted the services. Initially, no messages were crossing. The host then stopped the services, and after restarting them, message flow resumed successfully. The system functioned as intended after the technical support specialist troubleshot the device.